Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by customer that the experiencing dislodging of the tubing in the oncology setting.

Manufacturer narrative:
One sample model 10014881, lot 24109236 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated at the male luer. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the exact root cause of separation between tubing sleeve/male luer could be related to an incorrect solvent application (lack of solvent) and incorrect use of the expander by assembler. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.